Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that immediately after opening the package, the needle was allegedly found to be bent. There was no patient contact.

Event description:
It was reported that immediately after opening the package, the needle was allegedly found to be bent. There was no patient contact.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 07/29/2021. The correct g3 date is 08/23/2021. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard brachytherapy needles was returned for evaluation. The components received include a cannula and stylet, with needle protector; the stylet was returned inserted within the cannula. The stylet was unloaded from the cannula. Upon closer examination it appeared there was a bent to both the cannula and stylet. Based on the findings, the investigation was confirmed for the reported material bent issue as a bent was noted to be in both the cannula and stylet. Although the sample was returned, two electronic photos were provided and reviewed. The first photo shows two bard brachytherapy needles with its protector. The distal end of both the needles appeared to be slightly bended. The second photo shows, distal end of the two needles with in the needle protector and it is appeared to be bended. Therefore, based on the photo review, the reported failure material bent can be confirmed. A definitive root cause for the reported material bent issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.